Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). The sample resulted as 1.22 pmol/l and this value was reported outside of the laboratory. The clinician did not trust the result since the patient has always had values that recovered between 15 and 20 pmol/l. A second sample was collected from the patient and tested, resulting as 20 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 22515900, with an expiration date of 31-may-2018.

Manufacturer narrative:
Ft4 reagent lot number lot 265662 was in use at the time of the event. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration signals were ok. Quality control values were ok. A general reagent issue can most likely be excluded based on calibration and quality controls. No fibrin clots or strands were observed in the affected sample. On the day of the event, several abnormal aspiration and sample short alarms occurred. A sample short alarm also occurred around the time point of sample measurement. Possible root causes for this event may be an analyzer issue which causes incorrect sample positioning, sample quality, and insufficient maintenance.